Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing reference number:2017865-2020-12108, 2017865-2020-12114. It was reported that the patient presented to the emergency room after receiving multiple shocks from the implantable cardioverter defibrillator. Upon interrogation, it was noted that the right atrial lead, right ventricular lead and discrimination channel exhibited noise. The patient also experienced pain in the pocket. A chest x-ray confirmed that the right atrial and right ventricular leads were crushed under the clavicle. The device was disabled. The patient was in stable condition.